Event description:
On (B)(6), ae was informed by a facility (B)(6) that pt developed bruising while using the flowtron garments (thigh garments). Message left for (B)(6) on (B)(4) 2012 to gather add'l details. Ae met with (B)(6) in person on (B)(6). To date, info known of pt in photo is (B)(6) female, overweight, developed dvt, unable to use anticoagulants due to unk infection. (B)(6) feels this is most likely a staff issue at this point. (B)(4) pump not isolated. Will attempt to contact (B)(6) again for further details.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR (B)(4). Add'l info will be provided upon the conclusion of the manufacture investigation.